Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty fsr (gold). Motor passed motor test. Pump received with cracked battery tube thread, broken belt clip slot, cracked reservoir tube lip, and stained end cap sticker noted.

Event description:
The customer reported via phone call that the insulin pump had motor error alarms during priming. Blood glucose level at the time of the incident was not provided. Customer stated that she was able to rewind the device. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The date of this report included in the initial report was incorrect. The corrected data will be provided in this report.